Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the occasional pump errors. Customer stated that battery cap falls out and menu screen was scratched, skin around the selection button starting to bubble loosed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.